Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 31mm bioprosthetic mitral valve, the patient expired. The cause of death was not received. It was reported that the "device did not work". It is unknown if an autopsy was performed.